Manufacturer narrative:
Na.

Event description:
The customer stated that they received questionable results for three patient samples tested for ise indirect na, k, ci for gen.2 on a cobas 6000 c (501) module - c501. Of the provided data, the first patient sample had an erroneous na result, the second and third patient samples had erroneous na and cl results. The erroneous results were reported outside of the laboratory. The samples were repeated on a second analyzer and these results were believed to be correct. The first patient sample initially resulted with an na value of 80 mmol/l accompanied by a data flag. The sample was repeated on the same analyzer, resulting with an na value of 133 mmol/l. The sample was also repeated on a second analyzer, resulting with an na value of 142 mmol/l. The second patient sample initially resulted with an na value of 128 mmol/l accompanied by a data flag. The sample was repeated on a second analyzer, resulting with an na value of 137 mmol/l. This sample initially resulted with a cl value of 123.5 mmol/l accompanied by a data flag, which repeated on the same analyzer as 466.9 mmol/l accompanied by a data flag. The sample was repeated on a second analyzer, resulting with a cl value of 102 mmol/l. The third patient sample initially resulted with an na value of 117 mmol/l accompanied by a data flag, which repeated on the same analyzer as 90 mmol/l accompanied by a data flag. The sample was repeated on a second analyzer, resulting with an na value of 146 mmol/l. This sample initially resulted with a cl value of 128.8 mmol/l accompanied by a data flag, which repeated on the same analyzer as 184 mmol/l accompanied by a data flag. The sample was repeated on a second analyzer, resulting with a cl value of 108 mmol/l. The patients were not adversely affected. The na and cl electrode lot numbers and expiration dates were asked for, but not provided. The customer performed an ise check and ran controls. Controls were within range. The field service engineer checked and cleaned the ise bath and housing. The customer ran calibration and controls. Controls were within the customer's specifications. Investigations determined that the issue was resolved by the service actions.